Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in memory mode. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that "three hours' after the alleged issue occurred she developed symptoms of "a red face and very shaky" however denied receiving any treatment. During troubleshooting the cca noted that the issue was resolved when educating the patient on the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported as the patient reported symptoms suggestive of a serious injury after the alleged meter issue occurred.